Event description:
It was reported that the shield was unable to detach from the shield while using bd ultra-fine¿ insulin syringe. This event occurred 2 times. There was no report of patient impact. The following information was reported by the initial reporter, translated from japanese to english: "I couldn't pull out the needle case. When I tried to pull out the case to use it, it wouldn't come out."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b.5. Brand name was updated to bd ultra-fine¿ insulin syringe. D.1. Medical device brand name: bd ultra-fine¿ insulin syringe. H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA) has been initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield was unable to detach from the shield while using bd plastipack¿ insulin subcutaneous injection syringe with needle. This event occurred 2 times. There was no report of patient impact. The following information was reported by the initial reporter, translated from japanese to english: "I couldn't pull out the needle case. When I tried to pull out the case to use it, it wouldn't come out."